Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if necessary.